Event description:
The reporter stated the surgeon inserted an cq2015a collamer aspheric three piece lens. Lens was removed due to a broken haptic. The incision was widen and two sutures were required. See mrf# 2023826-2009-01041 for lens

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found optic torn and one haptic partially broken off and missing. The cartridge tip damaged. There was evidence of clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.